Event description:
During biomed testing and routine preventative maintenance of the device, "defib fault 72" and "pacer fault 116" messages were observed on system power up. The complainant indicated that there was no patient involvement in the reported malfunction.